Manufacturer narrative:
To date, the device has not been returned to medtronic for evaluation. If further info is received or the device returned, a follow-up medwatch report will be sent.

Event description:
See MFR report 2182207-2007-03083. It was reported through literature that the patient had an infection of their interstim system. Van voskuilen ac, et al. "A long term result of neuromodulation by sacral nerve stimulation for lower urinary tract symptoms: a retrospective single center study." European urology. (Switzerland) feb 2006; 49(2): 366-72.